Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump recurring during normal pump use and had unexpected restart. Customer's blood glucose value was 69 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, unexpected restart , watchdog timeout and failed battery test alarms noted during testing.